Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) was confirmed. As received, the electrode belt failed an ECG fall-off test. Upon investigation, there was a broken pulse wire joint inside the rear 2-wire therapy electrode. The root cause for the broken joint was unable to be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.